Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A revision of a hip prosthesis implanted on (B)(6) 2010 at (B)(6) hospital was needed because the stem subsided in the femur, due the diagnosis of coxa vara anchilotica.

Manufacturer narrative:
An event regarding loosening of an abg ii stem was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: the stem is grossly loose and has subsided more than 1-cm. The stem is undersized relative to the femoral bone diameter and further shows radiolucent lines around distal stem section plus pedestal formation and slight cortical hypertrophy below and around the stem tip area. The cup has a very low inclination of 26° while anteversion is absent as evident by the straight line projection of the cup opening circle. There is a radiolucent line present in the lower cup zone (charnley-delee zone-3) although cup stability still appears reasonable possibly also due to the supplemental screw fixation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: an acute overload condition as caused by a traumatic fall of the patient contributed to stem loosening in a prior weak stem-bone interface due to chronic overload by cup malposition and an undersized stem. If additional information and/or device become available, this investigation will be reopened.

Event description:
A revision of a hip prosthesis implanted on (B)(6) 2010 at (B)(6) hospital was needed because the stem subsided in the femur, due the diagnosis of coxa vara anchilotica.